Event description:
A customer obtained an erroneously high troponin (accu tni) result of 2.4ng/ml for one patient sample. The original sample was re-tested on a different instrument and an accu tni result of 0.06ng/ml was obtained. The results were reported out of the lab. Patient was admitted to the hospital for observation only.

Manufacturer narrative:
Sample was plasma and was centrifuged at 4,000 rpms for 5 minutes. The specimen was ordered stat and was collected by the nurse. Qc was within the customer's established ranges prior to the event. A system check performed on (B)(4) 2009 failed and met specifications upon repeat. Customer did not question any other assays or results. A field service engineer (fse) was dispatched: the fse cleaned the aspirate and dispense probes along with he analytical module. The fse verified volume checks and performed a diagnostic testing which met published specifications. Per fse update, there was a significant amount of debris in the mixer rollers which prevented the rollers from moving freely. Although hardware issues were addressed, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.